Event description:
During a routine shift check of the device by a clinician, a "bridge test failed" message was observed while performing a system self-test. The complainant indicated that there was no patient involvement in the reported malfunction.